Event description:
It was reported that during a follow-up, increased capture threshold and suspected lead dislodgement were observed. The lead was repositioned successfully. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.